Event description:
It was reported that the left ventricular lead could not be implanted. Following the procedure, the patient was on comfort care due to an unrelated condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun